Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual increase in impedance and a sudden threshold increase. Both values were high and out of range with the impedance somewhat variable. The lead was reprogrammed and a chest x-ray was performed. There were no signs of movement or fracture in the x-ray. They attempted another vector for reprogramming, but had no capture, so they left it at where they had previously programmed. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead exhibited no capture at maximum output. The lead was removed and replaced. No patient complications have been reported as a result of this event.